Manufacturer narrative:
One sample of 2420-0007 infusion set and one sample of unknown bd secondary set was received for quality evaluation. Visual inspection did not indicate any damages or abnormalities. The infusion sets were then primed and a simulated infusion was conducted at an infusion rate of 125 ml/hr for 1 hour. There was no backflow past the backflow valve observed. The customer complaint of flow issues - back flow could not be confirmed. A root cause for the reported failure could not be determined because the failure could not be replicated. A device history record review could not be performed on material 2420-0007 because the lot number is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues. The following information was received by the initial reporter with the following: it was reported by the customer that fluid was running backward and filling up the drip chamber of the primary line.